Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for sepsis. The implantable pulse generator (ipg) device and leads were explanted due to infection. Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.